Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia valve, there was difficulty advancing the delivery system (ds) through the esheath+. The valve stopped about 15 cm into the sheath and would not advance any further. Upon imaging the sheath, it was noted a lifted strut was possibly penetrating the esheath+. The entire system was removed as one unit. New devices were prepped and used to successfully complete the procedure. Post procedure, the patient was stable and no patient injury reported. The perceived root cause of the event was that the sheath was not hubbed all the way, which created a bend in the sheath during advancement. The devices were discarded and will not be returned for evaluation.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.